Event description:
Same case as MDR ID # 2134265-2013-04233 and 2134265-2013-04230. It was reported that during a percutaneous coronary intervention (pci), the autopullback of the motor drive unit failed. The target lesion was located in an unspecified artery. The physician attempted pullback, but the autopullback of the motor drive unit did not work. The patient's status was stable. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The unit was installed into a gold standard system and tested for functionality and met specifications. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04233 and 2134265-2013-04230. It was reported that during a percutaneous coronary intervention (pci), the autopullback of the motor drive unit failed. The target lesion was located in an unspecified artery. The physician attempted pullback, but the autopullback of the motor drive unit did not work. The patient's status was stable. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).